Event description:
Pt had a swan-ganz catheter placed on oct 18, 1997. The swan-ganz was removed on oct 22, 1997 and replaced with a triple lumen catheter. The procedure went smoothly per md's who removed the catheter. During pt next admission a single chest x-ray was done on nov 5, 1997. A portion of the swan-ganz catheter was present in the right atrium. A percutaneous transvascular foreign body retrieval was performed under fluoroscopy. A fragmented segment of the catheter was removed without difficulty.